Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28, lot# v581949, implanted: (B)(6) 2010, product type lead.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the leads had moved. This implanted neurostimulator (ins) was replaced with a whole new system. It was noted that they used to ride motorcycles, which might have been why, or how, the leads were moved. There were no further complications reported or anticipated.